Manufacturer narrative:
The hill-rom technical service rep (tsr) did inspect the bed and found the bed to be functioning as designed with no evidence of structural or mechanical damage that would permit the movement described. The tsr spoke with one of the four staff members that were reportedly involved to confirm what was initially reported. The tsr worked with a member of the hosp maintenance staff and dir of maintenance attempting to replicate the alleged tipping and was unable to duplicate the reported bed movement. Two additional hill-rom personnel (a sr. Mechanical engineer and qa/ra engineer) scheduled a follow-up visit with the hosp to examine the bed again because of the nature of the reported movements. As of 12/3/07, the hosp was unable to provide the bed for examination because the bed was returned to service and they could not locate it. In the absence of any structural damage to the bed and with no evidence of the device to not perform as intended, there is no indication the device malfunctioned contributing to the allegations that were initially reported.

Event description:
Allegedly while turning the pt over (changing bed linens, sleep surface flat & waist high and all siderails down), the bed tipped toward the foot end of the bed. The pt was not injured, but the staff reportedly attempted to stop all pt movement and in doing so injured themselves. All four staff members were taken to an employee medical facility for eval; three were put on light duty and returned and sent back to work. The fourth allegedly suffered a compression fracture in her back and was scheduled to be following up with a physician.